Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with a surgical lead on (B)(6) 2011. It was reported that her scs system was explanted due to allegations of pain and numbness in her left leg. These symptoms reportedly began shortly after the aforementioned lead placement procedure.